Event description:
The customer reported the black buttons on the device display were detached. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.